Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had failed selftest alarm. Customer's blood glucose value was unknown. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump received rf pic failed self test alarm during self test due to faulty y1. Unable to verify pump or meter communication anomaly due to rf pic failed self test alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.